Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received reports that the patient's infection has resolved.

Event description:
Related manufacturer report number: 1627487-2023-01340. It was reported that the patient had a infection at the lead and a battery site. The patient was given antibiotics to resolve this infection.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received.